Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
The customer reports: air can be aspirated unexpectedly and untypically for the puncture depth. The puncture needle was removed and a crack in the hub of the puncture needle was noted. As a result , a new set was used successfully.

Manufacturer narrative:
(B)(4). The customer returned one introducer needle and a lidstock for investigation. Visual examination revealed signs of use in the form of biological material on the needle. The needle was visually examined under magnification. The needle hub was observed to have a multiple cracks along the body of the hub. The needle hub was tested for leaks by attaching a lab ars syringe filled with water to the needle hub and then depressing the plunger to expel the water. Water exited the needle bevel but was also squirting from the cracks in the needle hub. A device history record review was performed with no relevant findings. The report of a cracked needle hub was confirmed by visual examination of the returned needle as multiple cracks were observed on the needle hub. In addition, functional testing confirmed the needle hub was leaking at the location of the cracks during use. A device history record review was performed and did not reveal any manufacturing related issues. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related.

Event description:
Air can be aspirated unexpectedly and untypically for the puncture depth. The puncture needle was removed and a crack in the hub of the puncture needle was noted. As a result , a new set was used successfully.